Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump for spinal pain indications. It was reported that when the patient charged their device to give themselves a bolus, an alert came up. The patient saw service code 99 and service code 100. The patient contacted their healthcare provider (hcp) and were told to call patient services. An agent reviewed device function and redirected the patient to their hcp to address the concern.